Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the left hypogastric artery was incidentally covered with the trunk-ipsilateral leg component. The right hypogastric artery was still patent. No endoleak was present at the end of the procedure. The patient tolerated the procedure, and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.